Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
Injector said he had a pt with multiple abscesses form on her face after hydrelle injections. Pt was treated with steroids, antibiotics and 3 abscesses were drained.